Manufacturer narrative:
The device was returned for investigation and was tested using our standard operating procedures. Upon receipt, it was noted that the roller pump was dirty and needed to be cleaned. Instructions for cleaning the roller pump are provided within the "routine maintenance" section of the operator's manual. The unit performed according to our specifications upon receipt. We were unable to confirm the customer complaint of an overheat incident. The hospital has provided us with the lot number of the disposable set. An investigation of the associated manufacturing records and retention samples will be completed. The investigation is not complete as of the date of this report. It was reported that there was no injury to the patient. Should additional information become available, a supplemental report will be submitted accordingly.

Event description:
The user facility reported that the rapid infuser, fms 2000, overheated during a case. The patient was not harmed.